Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 24.5cm was returned for analysis. External insulation abrasion as noted at 6.7-6.8cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.